Event description:
Customer reportedly received results of 445 mg/dl on her meter and 109 mg/dl on a professional's meter within 10 minutes. No action was taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.